Event description:
The consumer states the unit will not turn on or off. The dealer states it looks like the button is broken. No other information is available. This product is no longer available so we will be giving a credit only, no replacement.